Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the heater wire lifted off of the hemopro 2 jaw. Nothing fell into the surgical site and intervention was not required. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital stated that the event took place during the week of (B)(6) 2012.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the hemopro 2 device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the heater wire was dislodged from the top of the hot jaw and was partially lifted. Based upon the evaluation results, the reported complaint was confirmed. (B)(4).